Event description:
Pt with multiple recurrent ependymoma s/p resection and intraoperative radiation treatment with the photon radiosurgery system. Pt was discharged 4 days later. Pt returned to clinic with a 3-day history of pain to the buttocks and thighs ( r > l) and a vesicular rash to the vulva that began in the morning. Dr diagnosed the rash as shingles (herpes zoster) and prescribed treatment with acyclovir 800 mg 5x/day x 10 days; neurontin 100 t.i.d. For neuropathic pain. The event is unexpected, but is unlikely related to the protocol treatment.